Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling, pimples or bumps underneath the sensor pod area and an infection at the needle puncture site, which occurred 2 days after the sensor had been inserted in the arm. On (B)(6) 2026, the patient visited a clinic and had a follow-up check-up on (B)(6) 2026 due to a small bump on his shoulder. The patient also had an x-ray and there was no allegation of a missing sensor wire. The patient was prescribed oral antibiotics bactrim (unspecified dosage) and is doing well now. No other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).